Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the g5 mobile application was asking for the first of the two blood glucose (bg) readings but it was already in session. No additional patient or event information is available. Data was provided for evaluation. The reported event of requesting for the first two bg readings while already in a session was confirmed via data. The root cause could not be determined.